Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer provided an example of a patient sample initially tested on (B)(6) 2016 and retested on (B)(6) 2016. Ccc reviewed the package insert for storage instruction. As per immulite 2000 folic acid instructions for use, the samples should be stored for 8 hours at 2-8°c, or for 6-8 weeks at -20°c. For the sample described, the customer used a frozen sample for repeat run, which was at the end of its storage life. Upon follow up, the customer stated that this was an isolated event and the cause of the discordant folic acid results was due to handling of aliquoted specimens and sample storage issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer noted that patient samples tested for folic acid, run one week apart, were resulting lower upon repeat testing on an immulite 2000 instrument. The customer stated that quality controls between the runs were within range. The initial results were reported to the physician(s), who questioned them. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant folic acid results.